Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00061.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 09/09/2021. The affected pump was tested and the investigation results confirmed that the downstream occlusion alarm was trigger when downstream line was clamped. The reported downstream occlusion alarm issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "pump (B)(4) did not alarm downstream occlusion." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.